Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the battery of an implantable neurostimulator remained at 100% unexpectedly. The patient experienced severe back pain after going to lunch with a friend. During a subsequent physical therapy session, it was indicated that the pain was due to the therapy being off. The patient was guided through troubleshooting steps, including verifying the therapy status and turning the therapy back on, which resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.